Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of transmissions from the implantable cardioverter defibrillator revealed that the device was exhibiting cross-talk. The device was correctly identifying the cross-talk and was appropriately entering ventricular safety pacing. No programming changes were made and the patient will continue to be monitored. The patient was in stable condition.